Manufacturer narrative:
Batch review performed on 19-11-2024: lot 2405833: (B)(4) items manufactured and released on 13-08-2024. Expiration date: 2029-07-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: a revision surgery was performed two days after the primary implantation of a total hip arthroplasty. The reported reason for the revision was a shifting of the acetabular cup, which caused the patient significant pain. The only available x-ray image is an intraoperative image from the primary surgery. It shows that the cup appears slightly lateralized, which may suggest improper impaction, possibly due to inadequate reaming of the acetabulum. The resulting lack of primary stability could have contributed to the early failure. However, this is only a possible explanation, and we lack the necessary information to draw definitive conclusions.

Event description:
2 days after the primary, the patient came in reporting pain of unknown cause, cup shifting has been hypothesized. The surgeon revised the cup, liner and head. The surgery was completed successfully.